Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a fault, most likely due to the application of electro cautery, rf ablation, or another external energy source. Available information indicates there were no reported complications while the device was implanted. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded [one or two faults] that were most likely caused by the use of electrocautery.